Event description:
It was reported that this pacemaker entered safety mode. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.